Event description:
(2/3 reference (B)(4) for related complaints). Per form notification: patient's cadd reading "low" with 4mls left on pump. However, bag of medication still had about 100cc's left in bag. No kinks noted. PICC line flushed easily with good blood return. Cadd was programmed correctly. Cadd taken out of service and sent to biomed for inspection. Residual medication was wasted. No injury.